Event description:
It was reported prior to a breast biopsy procedure, the device allegedly had a foreign material. The procedure was completed using anther device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. During visual inspection, sample appeared clean with the aperture partially closed. The saline cap was returned. The protective tubing was removed from the needle with resistance. It was noted foreign material appeared on the tip of the aperture and cutter. Scathing was noted to the inside of the protective tubing. No other anomalies were identified. Upon microscopic observation, foreign material was found to be on the aperture and cutter of the probe. Functional evaluation was not performed due to the nature of the complaint. Therefore, the investigation is confirmed for foreign material as it was found at the tip of the aperture and cutter. A definitive root cause for the reported foreign material could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021), g3 h11: e1, h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported prior to a breast biopsy, the device allegedly had a foreign material. The procedure was completed using another device. There was no patient contact.